Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Sensor data was analyzed. No abnormalities were observed with the sensors data. Therefore, this issue is not confirmed due to lsa. At this time libre reader has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tracking and trending reports was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor error" message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced hypoglycemia and sweating. The customer was provided glucagon for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor error" message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced hypoglycemia and sweating. The customer was provided glucagon for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.